Manufacturer narrative:
The device had intermittent button response due to moisture damage keypad trace. The insulin pump did communicate properly with one touch ultralink meter. Numbers on the device does not ramp up on its own or scroll bar moving with no input. The device was received with a scratched lcd window, cracked display window corners, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was not performed. The device was returned for analysis.